Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 250 mcg for a total dose of 26.0192 mcg/day via an implantable pump. It was reported on (B)(6) 2019 the patient complained of a painful pump pocket. Upon examination it was noted that the pump was immobile in the pocket. On (B)(6) 2019 surgical intervention occurred where the pump pocket was relocated to the right buttock. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was painful pump pocket. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2019. No further complications were reported.